Event description:
It was reported that the screen of the subject programmer became black during follow-up.

Event description:
It was reported that the screen of the subject programmer became black during follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.